Event description:
It was reported that the patient had undergone percutaneous transluminal intervention (B)(6) 2011, in which a 3.5x33 rx xience prime stent was implanted in the mildly tortuous proximal left anterior descending (lad) coronary artery, a 3.0x28 xience v rx stent was implanted in the heavily tortuous distal right coronary artery (rca), and a 3.0x33 rx xience prime was implanted in the heavily tortuous mid rca, overlapping the stent placed in the distal rca. The patient presented with angina (B)(6) 2012 and was subsequently admitted to the hospital. An angiogram revealed restenosis in all three stents implanted in the lad and rca vessels. The two stents implanted in the rca appeared to be fractured in four different places; however, not separated. Medication was administered and the physician has recommended surgery; as of (B)(4) 2012, no surgery has been performed. There were no reported adverse patient sequelae. No additional information was provided.

Event description:
Subsequent to the initial MDR being filed, the date of occurrence was clarified to be (B)(4) 2012.

Manufacturer narrative:
(B)(4). Correction: date of event, therapy date. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. A review of received cine images concluded that the images are consistent with stent fracture and restenosis. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx xience prime ll 3.5 x 33 mm and 3.0 x 33 mm. The rx xience prime ll 3.5 x 33 mm and rx xience prime ll 3.0 x 33 mm are being filed under separate manufacturer report numbers. It is indicated that the device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.